Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose increased to 600 mg/dl. Customer addressed high blood glucose with a correction injection using multiple daily injections, reportedly, the customer reverted to an alternate method of insulin therapy.